Event description:
It was reported that an occlusion alarm intermittently occurred. Customer changed pump supplies to address the issues. Additionally, it was reported that multiple cartridges were leaking from the cartridge tubing. Customer loaded a new cartridge to address the issues. Customer¿s blood glucose (bg) level was "high" with high ketones; although specific value was not provided. Cause was not known. A correction bolus was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.